Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device display a message that indicated the charge circuit was off and the device would not be able to deliver therapy. Tachy therapies were deactivated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Offsite analysis found no root cause of the charge time inactive. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.